Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (exposed wires) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable, moisture inside the ccd lens, and blurry image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the exposed wires were due to cut on the cable. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had some exposed wires, where it plugs into the unit. This occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.